Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the patient's leadless pacemaker dislodged while still attached to the delivery catheter's tethers. It was then noted under fluoroscopy imaging that the device's helix had stretched. The device was retrieved, and a new one was implanted. The patient condition was stable.